Manufacturer narrative:
The ventilator was investigated by our field service engineer. According to provided information rail was defective. No information was received about how the side rail became damaged. The side rail is mounted on the side of the ventilator¿s patient unit and can hold different accessories, such as humidifier, support arm and IV pole. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's mobile cart rail is broken. There was no patient involvement. Manufacturer's ref. #: (B)(4).